Event description:
The initial reporter stated that the pump would not hold a charge and would shut off without alarming. Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. No further information was provided. [Complaint (B)(6)].

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.